Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw driver adapter was inconsistent with screw and won¿t detatch. Surgical delay 15 minutes.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 228 reported that the screwdriver adapter was inconsistent with screw and won¿t detach. Surgical delay 15 minutes examination of the returned instrument confirmed the complaint. Visual exam found the edges of hex tip are rounded and stripped making it difficult to detach from screw. The complaint sample consisted of (1) 227463000- quickset tprd hex scdr u-joint, date code cv0808 a search of the complaint database found prior reports for stripping that were attributed to heavy usage/wear out. The date code cv0804 indicates this device was manufactured in aug 2008 and is nearly 12 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep 419. H10 additional narrative:  added: h6 (device) corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿